Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day of the procedure. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 5101131. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).